Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 16, 20 to 24 mmol/l (288, 360 to 432 mg/dl) and that the cannula was bent. Hyperglycemia treated by patient activating new pod and a manual injection of insulin (exact amount was not provided). The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels. A small crack was found on the outer housing. It could not be determined when this crack had occurred. The data suggests that the crack had no effect on the device's functionality.